Event description:
User states they have been experiencing an ongoing issue with the sample probe causing zero results on pt samples. The user inspected the sample probe and discovered it dove into a tube's gel separator and had gel on it. It was noted the analyzer gave abnormal probe sucking alarms a couple of times. One pt sample was known to be affected. Initial glucose result was 566 mg/dl which was flagged with a data alarm and triggered an auto-rerun of the sample. The repeat result was 11 mg/dl. The user then ran the specimen on another analyzer at the site, and received a result of 582 mg/dl. None of the erroneous results were reported out. The field service rep determined the sample probe was going into the gel of the tube. He replaced the probe and performed probe adjustments. He also checked for proper internal and external washes and checked the lld board. Performance tests were performed which were within specification.